Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited an radio frequency (rf) telemetry disabled alert during an in-office interrogation. Technical services (ts) reviewed available device data and determined the event represented a true positive radio frequency (rf) disablement related to a low loaded battery voltage measurement. Although the device had greater than four years of projected battery longevity remaining and no prior code 1003 alerts were observed, ts advised that the device should be replaced as soon as possible due to the potential risk of entering safety mode. No adverse patient effects were reported. This pacemaker remains in service.